Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicates that the current complaint is related to reoccurring primary audible alarms for this device. The customer report of both alarms with visual inspection during review of device event log. Previous records show that current complaint is related to previous complaints regarding this device giving the primary audible alarm post error. Probable cause due to electrical component interference. The primary speaker and interconnect board were replaced to resolve the device reoccurring paa error. Functionality was verified by the device completing power-up, plunger travel, occlusion, and flow accuracy testing after all repairs and calibration.

Event description:
It was reported that during setup that the device asked for the biomed passcode, giving the audible alarm post error, and system failure acu watch dog, has happened twice since they got it back from repair. There were no reported patient involvement and no harm.